Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -2.75 into the patient's right eye (od) on (B)(6) 2023. Reportedly "patient dissatisfaction-near vision". On (B)(6) 2023 the lens was exchanged with the same model, length lens and the problem was resolved. Additional information provided: "the patient complained about near vision. So, the surgeon exchanged the lens from -2.75d to -2.25d". Claim#: (B)(4).

Manufacturer narrative:
H6: health impact- clinical code: 4581 - patient dissatisfaction near vision. H6 - work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -02.75 diopter, into the patients right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to patient dissatisfaction with near vision. The lens was replaced with another same model/length but different diopter (02.25) lens and the problem was resolved.